Event description:
Additional information received reported the device system was used to deliver lioresal. Exact symptoms the patient experienced as a result of the event included spasticity. It was reported there was no catheter issue. It was then however reported the patient got drunk and fell repeatedly on the pump and damaged it. A replacement occurred. It was noted perioperative antibiotics were administered. In terms of a date of onset/diagnosis of infection ¿n/a¿ was noted and no further information attempted to be obtained regarding an infection was provided. In terms of how the patient was now doing and if they were receiving effective therapy ¿better¿ was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient is still having concerns regarding their device or therapy but are working with their healthcare provider or manufacturer¿s representative. Additionally, the patient noted that they are still having concerns with their device or therapy but have not sought further help. It was reported that two times the baclofen catheter was disconnected resulting in serious ¿septic¿ infection. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter became detached and he needed a list of surgeons in his area. It was noted the patient had intrathecal baclofen therapy for severe spasticity. No further information was provided. Additional information has been requested, but was not available as of the date of this report.